Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated insulin passed displacement test and they declined to perform the high-pressure test. Customer's blood glucose level was 205 mg/dl. The device will not be returned for analysis.